Event description:
An unspecified repair of the defibrillator was reported by the customer. There was no allegation of a product malfunction; however a product malfunction was indicated by the mention of the repair of the defibrillator. There was no reported patient involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.